Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump turned off without alarm after a bolus. The insulin pump also became unconfigured and alarmed intermittently. The insulin pump was neither dropped, bumped nor exposed to moisture. The battery was change but the display still did not return. The customer's blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.